Event description:
It was reported by patient phone call that an edwards 3300tfx23mm bioprosthetic valve is calcifying after a period of 16 months. Device remains implanted. Edwards obtained patient documents from the hospital; cath lab report dated (B)(6) 2013 (14 months post implant) indicates: bioprosthesis noted in the aortic position...no regurgitation identified. Moderate stenosis is present. The leaflets are heavily calcified. No obvious vegetative material is observed.

Manufacturer narrative:
The device has not yet been explanted and no information to suggest reoperation is scheduled. Without return of the device and evaluation, the reported calcification cannot be confirmed or evaluated. Edwards will continue to follow up with the healthcare provider for additional information and return of device if/when explanted. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Additional information will be reported if provided.